Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-5 into the cbd through the prepositioned (jag wire 0.035 straight) wire guide, assistant nurse tried to straighten the zso-7-5 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass because the pigtail was bent. The new zso-7-5 was used and wire guide was not changed. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03apr2023.

Manufacturer narrative:
Device evaluation the zs0-7-5 device of lot number c1970491 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-7-5 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number c1970491 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1970491¿. It should be noted that the instructions for use (ifu0045) states the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent¿ it also says, ¿visually inspect with particular attention to kinks, bends and breaks¿. ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.